Event description:
This lead was capped and replaced due to noise and impedances less than 200 ohms. There were no adverse pt events reported. Should additional info be received, this file will be updated.